Manufacturer narrative:
97755, sn: (B)(6), returned for product analysis. Analysis found no device found message was seen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) ubd: , UDI#:(B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported issues charging their implanted neurostimulator for a couple of weeks; patient reported seeing system problem rm03. While on the call, patient had recharger connected and reported batteries screen with the controller at 100% and implant at 70 and then 80% recharging excellent. Patient inquired as to turning stimulation on; agent walked patient through turning stimulation on in group a and patient commented they could feel it. Patient reported no visible damage to the recharger, but stated it had been getting real warm while charging the implant and confirmed this had also been within the past couple of weeks. Agent sent request to repair for replacement recharger. Patient mentioned they have an MRI scheduled for the 19th. No symptoms were reported.